Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a stroke and a seizure. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. The patient continues to use the device and there have been no reports of further complications regarding this event.